Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the surgical light arm assembly part, referred to as ¿fork¿. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the surgical light arm assembly part, referred to as ¿fork¿. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification due to paint peeling and it could be considered as technical deficiency, and in this way device contributed to event. There is information that the device was being used for patient treatment when the event took place. Review of received customer product complaints related to investigated issue, revealed that there is one event which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of paint peeling occurrence is moderate. The subject matter expert at the manufacturing site all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The subject matter expert at the manufacturing site reviewed the issue and came to conclude the following; the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. This even is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product used by the customer site must be changed to a type as described in the user manual. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. The correction of describe event or problem# field deem required. This is based on the internal evaluation. #b5 previous describe event or problem: on 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 17th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500/500. As it was stated, the paint was chipping from the surgical light arm assembly part, referred to as ¿fork¿. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.